Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis event. The sample is not available for evaluation. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot number (h10f01037), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer from the USA of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the secretary from the patient's dialysis center reported the patient experienced peritonitis from an unknown cause. Additional information obtained from the nurse revealed that on (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain and was hospitalized that same day. On (B)(6) 2011, a peritoneal effluent culture was performed and revealed citrobacter freundii and acinetobacter baumannii haemolyticus. Treatment was unknown. On (B)(6) 2011, the patient recovered from the peritonitis and was discharged that same day. Dianeal therapy was ongoing. The reporter stated the event was not related to pd therapy.